Event description:
It was reported to nuvectra that the patient experienced left groin pain and discomfort during the trial lead implant on (B)(6) 2018. The lead was left in position, without stimulation, to see if the positioning of the patient's body would relieve the discomfort. Subsequently, the lead was removed on (B)(6) 2018, so the patient could receive an MRI. Patient continued to experienced pain following the lead removal.